Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by (B)(6). The title of this report is ¿surgical treatment of extra-articular or simple intra-articular distal tibial fractures: external fixation versus intramedullary nailing¿ which is associated with the stryker ¿t2 tibial nailing system¿. The article can be found at doi: 10.1097/bot.0b013e3181da4682. This report includes research done on 67 patients between the periods from 1998 to 2007. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses malunion of fracture. The report states: fracture malunited as a result of secondary displacement, but the patient refused corrective osteotomy.